Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant: item number 00625006560 item name bone scr 6.5x60 self-tap lot # 64025110. Item number 00811400110 item name femoral stem 12/14 necktaper ext. Offset size 1 130. Mm stem length lot # 63963453. Item number 00877503202 item name bioloxâ® delta, ceramicfemoral head, m, ã¸ 32/0, taper 12/14 lot # 2923921. Item number 65620005020 item name shell porous with holes50 mm o.d. With calcicoat ceramic coating lot # 61831579. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent a right hip arthroplasty. Subsequently, the patient was revised three (3) years post implantation due to a dislocation from a spinal fusion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.